Event description:
Two devices (part#mcen116) were returned to mxi service and repair.

Manufacturer narrative:
Concomitant medical products: mcen116 (lot#unk)-mfg date: unk. Devices (part#mcen116) were evaluated and indicated that the connector was broken at the tube level. The tube was bent. (B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA 884ac was opened to address these issues. (B)(4).